Event description:
Related manufacturer report number: 2017865-2023-05315. It was reported that the pacing-dependent patient presented for remote follow-up via merlin.net. A review of the transmission revealed both the right atrial (ra) and right ventricular (rv) leads exhibited over-sensed noise. Rv lead over-sensing resulted in pacing inhibition and presyncope. While ra lead over-sensing resulted in false atrial arrhythmia detection alerts. Programming interventions were made for the rv lead, and no interventions were made for the ra lead. The patient was stable.